Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a biopsy forceps was a stuck inside the colonovideoscope after a colonoscopy procedure and could not be removed. There was a specimen at the end of the forceps, and in an attempt to remove it, it became lodged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on air/water supply system based on the results of the investigation, a root cause could not be identified for the blockage or the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.